Event description:
Service was requested on this device based upon a report that the pump was not delivering any medication. The patient was receiving vancomycin from a 250cc container. The facility's representative reported that there was no adverse patient outcome from this event, no medical intervention was required. Despite baxter's attempts, details regarding the exact programming of the device or the patient demographics are not available at the time of this report. Should these details become available a follow up report will be submitted.